Event description:
Central venous catheter unable to be fed over the provided guidewire, resulting in additional punctures to the patient from obtaining new/additional supplies outside of the provided kit.